Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26oct2018. The customer evaluated the unit and believes power supply overheated. The customer did not check the power supply's voltage. The customer replaced the unit's power supply to resolve the reported issue.

Event description:
The customer reported that power supply is not working. The customer reported there was no patient involvement. The event date was not specified; estimate used.